Event description:
Pt underwent total hip arthroplasty. Post-operatively, the pt has had increasing hip pain. The physician was informed in 12/00 by the MFR that there were concerns that the lot number implanted into the pt was among those recalled by the co for concerns that mfg residue left on the socket may cause adverse reactions including pain and the potential for hip failure. The pt may require revision of hip if there is no improvement in symptoms.